Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, clinical territory associate (cta) reported that a cannula seal broke and a plastic piece fell into the patient. The customer retrieved the broken piece before calling, replaced the cannula seal, and continued with the procedure. The technical service engineer (tse) recommended returning the broken cannula seal for failure analysis. The procedure was completed.

Manufacturer narrative:
The cannula seal accessory has not been received for failure analysis evaluation.